Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. Additional observation found unrelated to the reported complaint: the housing was removed and found that the clamping pulleys was discolored. Visual inspection showed that the clamping pulleys did not appear to the expected color.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps, however, failure analysis has not completed their investigation as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation and/ or if additional information is received.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, there was a damaged conductor wire on the fenestrated bipolar forceps instrument. A backup instrument of the same kind was used to complete the procedure with no patient harm.